Event description:
The customer reported that summit sample handler, did not pipette the correct amount in well positions b10, c10, d10 and e10 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.